Event description:
The pt reportedly experienced intermittency and sound quality issues. External equipment was exchanged. However, the problem did not resolve. Surgery will be scheduled to explant the pt's device.